Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 5/30/2019. Device returned to manufacturer? Yes. Device evaluation: the pcb00v complaint sample was received at the manufacturing site in a box. Visual inspection using magnification was performed. There was no foreign material such as black thread-like foreign matter observed in the sample returned. Only an open pouch with a gauze, the direction for use (dfu) and the patient lens implant notification card was returned in the box. The foreign material in question was not found. A photo receive with the sample was also evaluated and it is not possible to verify the reported issue. The foreign material in question was not found and it is not possible to make the proper analysis. No product deficiency was identified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc) associated with the production order were found. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4)and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens had a black thread-like foreign matter when it was implanted. There was no patient injury. No further information provided.